Event description:
It was reported by service report that the brakes were not working properly. All three brake/neutral/drive lights flashing. There was pt involvement, however, no adverse consequences are reported.